Event description:
It was reported that around (B)(6) 2013, the position of pump started to descend, causing patient abdominal pain and slight trouble in walking due to the pain. As of (B)(6) 2013, it was stated that patient had not recovered and was currently under observation. Drug in the pump was baclofen. A follow-up report will be sent if more information becomes available.

Manufacturer narrative:
Concomitant product: product ID: 8781, lot# n262122004, product type: catheter. (B)(4).